Event description:
Information was received indicating that a smiths cadd infusion pump displayed a high-pressure alarm. The patient went to the ER in order to have the issue with the pump resolved. There was no reported injury to the patient and the reported issue did not add to clinical or physical injury.

Manufacturer narrative:
Additional information was received indicating patient information, pump serial number and that the medication being delivered was life-sustaining. It was also reported that the patient was hospitalized. A peripheral line was started to administer the infusion when the patient went to the emergency room.

Manufacturer narrative:
One cadd-legacy® 6400 pump was returned for analysis in damaged condition. Upon visual inspection a chip to the rear case and bleeding lcd was observed. The device history log was reviewed; no discrepancies found. Based on the evidence the complaint was confirmed. However, the root cause is unknown.